Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 98 to 113 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Currently not taking medication to manage diabetes. Customer has not used meter since november 2014. Verified storage of product is not within instructed spec since they are kept in bathroom. Test strip lot MFR's expiration date is 03/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 68mg/dl (B)(6) 2015 06:30am; 66mg/dl (B)(6) 2015 11:30am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage.investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 98 to 113 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Currently not taking medication to manage diabetes. Customer has not used meter since (B)(6) 2014. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 03/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:68mg/dl (B)(6) 2015 06:30am. 2:66mg/dl (B)(6) 2015 11:30am. Adverse event not reported. New product sent as replacement. Requested alleged deficient product be returned for investigation, s/n #(B)(4), model #true2go. Investigation required